Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software product ID hh9020tdd lot# serial# (B)(6) implanted: explanted: product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient rep reported that the patient was experiencing connection lag; the patient rep added the program freezes and gave an error "it has to restart". When asked about event date, the patient rep mentioned about a month, a little over a month. The patient bolus was 6 per day. Agent reviewed data and assisted the patient rep in deleting the data. Patient was able to connect to the pump with no lag; lockout currently. The patient rep mentioned the patient just took their bolus 45 minutes ago. The patient rep would call back when they need further assistance. The patient rep then asked if they could probably do an software update. Agent reviewed information with patient rep.